Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states their levels were as high as 200mg/dl, but dropped as low as 35mg/dl. The customer was transported to hospital and treated for they low hypoglycemic event. The customer declined to troubleshoot at this time.